Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
It was reported the patient's ipg is inoperable. Surgical intervention took place wherein the ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
The reported event of inoperable ipg was confirmed. A longevity calculation confirmed normal battery depletion based on average device usage; therefore, the root cause of the reported issue was due to normal battery depletion.

Event description:
Additional information received indicates the device is not liable.